Event description:
Patient was revised to address discomfort and elevated metal ions.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers this investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened. (B)(4).

Event description:
Update rec'd 11/20/14 - plaintiff's preliminary disclosure form was received, which identified part/lot information. The adapter sleeve and femoral stem are now being added to the complaint.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.(B)(4). Depuy still considers this investigation closed.

Event description:
Update rec'd 08/25/2014- litigation papers received. Litigation alleges pain and disfigurement. The dob was provided. There is no new additional information that would affect the investigation. The complaint was updated on: 09/11/2014.